Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse found helium leaking from external helium bottle. To fix the issue, the fse adjusted and tightened helium bottle and let it sit overnight. The helium pressure remain constant with no leaking. The problem was resolved. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that when the customer was changing the helium tank of the cardiosave intra-aortic balloon pump (aibp), the iabp had helium leak issues. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (aibp) had helium leak issues. The tank run out quickly. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.